Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
It was reported that there are 3 items that are cracked and damaged. This was noticed by central sterile processing. Did this did not delay surgery or cause patient harms. Femur has crack above notch. Tibial impactor is cracked almost through entire piece. Pinnacle poly trial has been damaged by an instrument it appears. No surgical delay or patient consequences.